Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe, mixed tricuspid regurgitation. Three triclips had been implanted, reducing the regurgitation to grade 1. On (B)(6) 2025, moderate to severe tr was noted and a single leaflet device attachment (slda) was observed with one of the three implanted clips. Reportedly, it is not known which of the three clips the slda is associated with. No treatment was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation/slda could not be conclusively determined. The reported tricuspid regurgitation is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on 09febuary2021, the patient presented with severe, mixed tricuspid regurgitation. Three triclips (tcds0203-xt, 01029u1042, 01029u1041, and 01029u1040) had been implanted, reducing the regurgitation to grade 1. Please reference (B)(4) // (B)(6) for a complaint against the first implanted clip. On 01march2025, moderate to severe tr was noted and a single leaflet device attachment (slda) was observed with one of the three implanted clips. Reportedly, it is not known which of the three clips the slda is associated with. No treatment was reported. No additional information was provided regarding this issue.